Manufacturer narrative:
Device evaluated by manufacturer? No, lens not returned. (B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -14.5 diopter, in the patient's left eye (os) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to excessive vaulting, elevated intraocular pressure, pupillary block, narrowing of the angle, angle closure and shallowing of the anterior chamber. The patient experienced blurry vision. The lens was exchanged for a shorter lens. The reporter stated the cause of the event was probably due to sizing issue. The patient's post-op uncorrected visual acuity was 20/25.

Manufacturer narrative:
Method: device history record review, medical review. Results: a review of the device history record was performed and nothing was found in the manufacturing, sterilization and packaging processes of this lens that was likely to have contributed to the complaint. The reporter stated, the cause of the event was due to sizing issue. Since the exchange with the smaller size lens resolved the issue, although not confirmed, it is likely the cause of the event is due to lens sizing. The product was not returned to staar for an evaluation. Medical review - reportedly, micl( 13.2mm) was explanted/exchanged approximately one and a half months postoperatively for a shorter size micl (12.6 mm) to address high vault and subsequent complications (pupillary block, elevated iop, blurry vision). According to the completed customer complaint questionnaire for surgery, dated on (B)(6) 2015, the cause of the event was unknown but was probably due to sizing issue. Patient was under monitor and the most current ucva was 20/25. Conclusion: based on the complaint history, work order search, device history record review and medical review, a specific root cause of the event could not be determined. (B)(4).